Event description:
Dr. (B)(6) does a seeg procedures and in the post op images he sees a translation of the electrodes. He would like to investigate.

Manufacturer narrative:
DHR review and review of complaint history did not identify any contributory factors to the event. A full analysis of the data logs and patient files has been performed and concluded that the inaccuracy of electrodes placement regarding the registered exam is confirmed on temporal electrodes. It was found that the automatic registration provided correct results but was not optimal. As the registration is based on the surface matching, although the patterns are clear and visible, they do not cover a sufficient surface to provide an optimal registration accuracy. That practice could be a factor of the unexpected inaccuracies observed on the temporal electrodes as they are slightly over the 2mm threshold. Seeg surgery performed the (B)(6) 2022 ¿ assisted by cst - provided correct results with a better optimization of laser registration checked during this case. Although the cause for the inaccuracies cannot be confirmed, this element permits to confirm that the device operates within specifications as expected. It was also found that the pre-operative CT and MRI exams were not properly adjusted together. Analysis also permitted to determine that this error randomly permitted to correct temporal electrodes inaccurate placement of more than 1mm. All electrodes were accurately placed regarding the initial plan performed on MRI. UDI #: (B)(4).